Manufacturer narrative:
Result of investigation: during the technical investigation of the returned product, the following was found: the contacts of the power connector are damaged. The housing shows signs of impact damage. There are residues on the cock housing. The shows no image, no light and no button function. The error described by the customer " stopped working during the procedure " could be confirmed. The loss of image was present during product evaluation and the condition persisted during this investigation. No image was observed when a new imager was connected, nor when a new cable was installed. Image and light functionality were restored when the current scope components were connected to a known-good pcb. No visible damage was observed on the current pcb; however, it is a reclaim component. The cause of the image failure was determined to be caused by a defective pcb. A two-year trend analysis of service records indicates a 0.2% failure rate, which is considered low for the product family. The chart below shows failures plotted by production date. Given that the device has been in the field for nearly two years with low occurrence, no increase in trend, and no clustering by build date, the failure mode does not indicate a systemic or emerging issue. For this reason, cause traced to component failure is to be considered which led to the missing image. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that scope stopped working during the procedure lost vision. Procedure was completed successfully with another, disposable scope. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).